Event description:
The customer reported a leak when using the coulter act diff analyzer. There was a fluid leak of approximately 2ml from the analyzer. The leak was not contained. There were background failures during the instrument startup procedure. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced diluent filters and check valve cv1 to resolve the leak and background failures. (B)(4).